Event description:
It was reported that there was no telemetry, intermittent capture, and the patient suffered traumatic syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no telemetry condition was due to a reed switch that was bent and out of alignment. It was reported that there was no telemetry, intermittent capture, and the patient suffered traumatic syncope. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure reed (electrically open) device was out of specification in a manner that relates to event capture, intermittent interrogate, difficult to.